Event description:
It was reported that the device locked up once on the main screen and it would not respond. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported lock-up failure was not verified. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.